Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that a patient had corneal burn during surgery. The affected eye was the right eye. The surgeon insisted on the footswitch upon lens quartes removal as the lens was soft and it obstructed the probe. Due to the event there was an increase of the temperature of the probe. There was a whitening of the incision and "milk" in the anterior chamber was observed. The phaco was discontinued, viscoelastic was injected in the anterior chamber and the anterior chamber was cleaned with the irrigation/aspiration (I/a) probe. Phaco was then resumed. Surgeon took another probe to end the surgery. There was no system bell noted. The incision required stitches. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: a company service representative examined the system and no problems were found. The company service representative checked the occlusion alarm, and found the sound level at its minimum but still audible. The company service representative increased the sound level of the occlusion alarm. The system was then tested and met all product specifications. The system met specifications at the time of release. The phaco handpiece met specifications at the time of release. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. The root cause of the corneal burn cannot be determined since the system was found to meet product specifications. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.

Event description:
Additional information was received from the surgeon. The patient had been well recovered of the burn and there was no waterproffness issue of the incision anymore.